Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with empathy restorelle polypropylene mesh implantation, robotic-assisted laparoscopic sacrocolpopexy and posterior colporrhaphy due to sui and pop. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, dyspareunia and neuromuscular problems. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.